Manufacturer narrative:
Device qc performed.

Event description:
Initial info was received from a nurse via a company sales representative in 2009 and by facility two days later: this non-serious case was received from a nurse and upon medical review, has been upgraded to serious based on company criteria. The reporting nurse stated that a pt received treatment with poly-l-lactic acid (sculptra) at another office on an unk date in 2009. The pt has several nodules on each side of his check area and a slight discoloration to the skin. No further relevant info was provided.